Manufacturer narrative:
Reference medwatch 2032227-2015-43000 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with the serter. The needle hub would pull out with the serter when he changed the sensor. He would calibrate the sensor and then shortly receive another meter blood glucose now alert. Customer's blood glucose level was 40 mg/dl. He treated his low blood glucose level with candy and glucose tablets. The device was not returned.